Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation

Event description:
(B)(4)- the dentist reported that 2 months after the dental implant was installed in intraoral region 24#, its non-osseointegration was observed. 60ncm of primary stability was achieved, the patient presented bone type I and immediate implant and immediate load procedures were performed.